Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by plastic recall. During service replaced corroded bezel, replaced door assy for damaged at top right corner, replaced corroded left/right iui and replaced 3rd party door latch assy. Replaced dim u4 on display board. Replaced upper pressure sensor for check IV error. There was no reported patient involvement.